Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. The action required as a result of the event was explant of the implantable neurostimulator (ins). It was unknown if any diagnostic testing or troubleshooting was performed, it was unknown if the product issue was resolved, and the cause of the issue was unknown. It was noted that it was unknown if there were any patient symptoms or complications associated with the event and it was unknown if the device was replaced. The hospital had possession of the device and it would be returned. Additional information received reported that the manufacturer representative was not present at the explant procedure and received a call from the hospital asking where the mailer kits were for the return of a device. The manufacturer representative asked for more information but despite asking they were unable to obtain the patient name, the device serial number, or when the device would be returned. It was noted that the manufacturer representative knew it would be on the form returned with the device.